Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with lavh/bso, rectocele repair, due to uterine prolapse, rectocele, cystocele, stress incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh partial removal on (B)(6 )2013 due to bleeding, extrusion & erosion. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, bso and rectocele repair due to prolapse, rectocele and sui. No additional information was provided.